Manufacturer narrative:
Investigation summary: unconfirmed, no sample received. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Complaint could potentially be related to a loose plunger.

Event description:
It was reported that an the full dose was not received during use with a ultrasafe x100l pr plum ssl nvs stein. The following information was provided by the initial reporter, "at the time of injection, the plunger has released. Product was released and the patient could not receive the full dose. ..."